Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during an osteotomy in brain surgery craniotomy, the router broke. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that during an osteotomy in brain surgery craniotomy, the router broke. No further information was provided.